Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va17u1w, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A manufacturer representative (rep) reported the patient's son cut the external wires with a cutters during the advanced evaluation. The rep noted patient compliance, the patient was given antibiotics. The rep stated there were no interventions or actions taken to resolve the issue, the patient moved on to stage 2 to prevent infection. The rep noted the issue was resolved at the time of the report. Additional information from a trial patient reported she started bleeding real bad and went to change bandage and was not sure if tape was stuck to it and pulled it out. The patient stated a little wire is hanging loose, there were not sure if it was the brown wire. The patient stated the machine is not working either, not picking it up. The patient noted she feels a little weak. The patient stated last night the patient felt light headed and had to go to sleep. The patient noted it started on the afternoon of (B)(6). The patient put in two doctor's appointments yesterday. The patient noted she still feels really weak. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.